Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 53mmol/l. Troubleshooting was performed, and the drive support cap appears to be normal. Time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found bad battery, motor and low reservoir alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.